Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the event site and upon arrival the fse checked the logs and performed the calibration procedure. During the 30psi calibration, the iabp unit would not accept any values and would not calibrate the transducers. The fse replaced the front end board and the iabp unit was now passing the calibration. The iabp unit was also not charging the batteries and only worked on battery power. The fse replaced the power management board, power supply monitor and power supply unit in the cart and the iabp unit was now charging the batteries. The fse also noticed that the catheter fiber optic connector was damaged and replaced as well. The customer requested that the batteries be replaced as well as they were due for replacement during the next pm cycle. The fse performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp unit was then released to the customer and cleared for clinical service. Saline spill occurred after the top protection cover was installed.

Event description:
It was reported that an IV bag was spiked over the cardiosave intra-aortic balloon pump (iabp) during a training session and leaked into the iabp unit. The customer let the iabp unit sit overnight and powered on the next day. Upon power up the customer heard a loud pop noise and shut the iabp unit off and called getinge for service. There was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that an IV bag was spiked over the cardiosave intra-aortic balloon pump (iabp) during a training session and leaked into the iabp unit. The customer let the iabp unit sit overnight and powered on the next day. Upon power up the customer heard a loud pop noise and shut the iabp unit off and called getinge for service. There was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
PMA/510k of initial MDR (the date entered in block PMA/510k of the initial MDR was incorrect, and should have been reported as 04-jan-2019).